Event description:
A facility reported that the a1114a standard infinity skull clamp (a1114a) was involved in a slip and caused laceration to the patient. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The a1114a standard infinity skull clamp was not returned and lot number information has not been provided; therefore, failure analysis cannot be completed and device history record (DHR) could not be reviewed. As a result, the definite root cause cannot be identified. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.